Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer¿s high blood glucose was 738 mg/dl at the time of incident. The customer also stated that the insulin pump had calibration was not accepted and change sensor alert. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. Blood glucose level of the customer was 738 mg/dl at time of the hospitalization. The customer was assisted with the troubleshooting. The customer was treated with the intravenous fluids and took customer off for first 24 hours and stayed for 2 days. The customer got nausea, stomach pain and headache, large ketones.